Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high rv defibrillation impedance. Follow up indicated that the lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.